Manufacturer narrative:
The material was not returned as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received report of moderate adverse event of "vascular thrombosis" for clinical study subject. This event was noticed approximately 14 days post endovascular treatment of arteriovenous malformation (avm) located in the left parietal lobe. The patient was reported to have swelling and pain for 2 days prior. The patient was found to have left deep vein thrombosis (dvt) this was in the none access extremity. The vascular thrombosis was treated by an endovascular procedure which consisted of inferior vena cava filter placement. Three days post dvt treatment, the patient's cta revealed multiple bilateral pulmonary emboli with large central right pulmonary clot measuring 2.3 cm in length. Indicated degree of avm resection was reported to be complete. Craniotomy performed 1 day post embolization with onyx for resection. Baseline: headaches/migraines, hemiparesis (right side, mild), difficulty speaking, visual disturbances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.